Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The investigation was unable to determine a conclusive for the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the torn clip cover noted on the returned device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was steered down to the valve with no issue. An attempt was made to open the clip arms however after unlocking the clip, it did not open. After relocking the clip, a second attempt was made however again, the clip would not open. The cds was removed from the patient. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. Return analysis noted the clip cover was torn. No additional information was provided.